Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 device evaluation: no product was returned. A retained sample of the same cartridge lot number # d200216 was evaluated and tested by product analysis with the following findings: a lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot. The retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter stated that the cartridges were visibly cracked prior to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.